Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the patient¿s device was still in use at the time of follow-up and that no further issues or injury had been reported after a manufacturer representative suggested to increase the pulse width followed by the voltage before measuring the impedances again. The cause of the reported high impedances was undetermined. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the device was programmed to 2(-), 1(+) as they were the most optimal settings for the patient whose foot was stimulated at first among the measurements with various electrodes changed. Although only 2(+), 0(-) were set up, it was considered that the impedance was measured. When measuring the lead impedance in bipolar (0<(>&<)>1, 0<(>&<)>2, 0 <(>&<)>3, 0<(>&<)>4, 1<(>&<)>2, 1<(>&<)>3, 2<(>&<)>3), the impedance of all the pairs was over 4,000ohms. The impedance that was measured in unipolar was in normal range. The impedance was 2,026ohms when measuring the impedance of all the electrode pairs, but the impedance became over 4,000 ohms when measuring the impedance of the electrode solely. As there was no tmuch effect, the electrode was changed and the changed electrode was placed in a low threshold site. There was no patient injury. No further complications were reported or anticipated.